Event description:
It was reported that the balloon ruptured. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure. It was noted that the balloon upon first inflation at 6atm for 10 seconds. The device was able to remove from the patient's body without any problem using the normal method. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
E1. Initial reporter address (B)(6).